Event description:
It was reported that the patient developed a pneumothorax during the replacement of the atrial lead. The impedance on the lead was low and it was not sensing and there appeared to be an insulation fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.